Event description:
Toothbrush charger began to smoke before catching fire- oral b power care [device catching fire]. Case narrative: consumer email stated that the toothbrush charger was glowing. It then began to smoke before catching fire. No injury was reported. 19-dec-2025 product investigation result: conclusion code other, 'no manufacturing cause' and 'no design issue' identified based on investigation.

Manufacturer narrative:
19-dec-2025 product investigation result: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush charger began to smoke before catching fire- oral b power care [device catching fire] . Case narrative: consumer email stated that the toothbrush charger was glowing. It then began to smoke before catching fire. No injury was reported.